Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The contact stated that they did not know their exact blood glucose level; however, they stated that the customer was doing fine. There was a delay in clearing the alarm; however, insulin delivery was resumed after the customer loaded a cartridge.